Event description:
It was reported that the patient had kinked cannula which resulted in high blood glucose levels and treatment was given with correction injection via multiple daily injections (mdi) on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.